Event description:
It was reported via repair work order that the cot would not raise properly with electronic and manual controls. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the cot would not raise properly with electronic and manual controls. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The customer reported that this event was entered in error and that this unit was not malfunctioning in anyway.